Event description:
A caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue earlier in the day on their own by changing the infusion set and cartridge, and successfully resumed insulin use. Technical support instructed the caller not to overfill the cartridge, which the caller acknowledged and understood.